Event description:
It was reported via a survey that a patient was interested in peritoneal dialysis (pd) therapy but was awaiting a hernia repair. Upon follow-up, the current outpatient clinic manager (cm) reported it was unknown when the patient¿s hernia (type/location unknown) formed, or if it was present prior to beginning pd for rrt. The patient¿s electronic record indicates the hernia was causing drain complications, and the patient transitioned to hemodialysis (hd) until the hernia could be surgically repaired. The patient successfully underwent an outpatient hernia repair (date not provided), and during recovery the patient decided to remain on hd due to personal preference. The patient¿s pd catheter (not a fresenius product) was surgically removed (date not provided) and has since recovered from the events. Per the cm, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse event(s) of a hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible role in the creation and/or exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.